Event description:
Hill-rom received a report from the account stating the nurse call was inoperative. The bed was located at the account in room 9. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
Hill-rom technician found the nurse call cable not connected properly. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician reconnected the cable to resolve to resolve the issue. Based on this information, no further action is required.